Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the partial part of pump missing on threat section of reservoir compartment. The customer was unsure how the damage occurred. The customer noticed the reservoir did not lock into place any longer. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.